Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic mechanical lithotripsy, the subject device was used. In the procedure, the operating wire was broken and the subject device was incarcerated. The physician performed an electrohydraulic lithotripsy, but the calculus could not be crashed. Surgery was performed to remove the device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the breakage of the basket wire might have occurred since the basket wire was subject to a load due to the hardness, size or shape of the calculus. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages ¿emergency treatment¿ may occur. Use this instrument by considering that it may lead to damage of the instrument and that open surgery may have to take place.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The junction between the operation pipe and the operating wire was broken. The operating wire was broken at 1270 mm and 1750 mm from the distal end. The basket wire was broken. The broken sections were shaped as if they were cut with a tool. The coil sheath was deformed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operation pipe and the operating wire might be broken, and also the coil sheath might be deformed. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotripter bml-110a-1. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the type of damage ¿emergency treatment¿ may occur. Use this instrument with the consideration that the instrument may be damaged, and that open surgery may have to take place. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap, tube sheath not completely retracted in coil sheath etc.). Stop use when any abnormality is detected. During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body.